Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the positioning issue was an interaction with ECMO cannulation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the physician decided to utilize extra-corporeal membrane oxygenation (ECMO) in conjunction with the impella cp. It was reported that once the ECMO was implanted the impella pump came out of position and was kinked. The impella cp was removed and replaced with another impella cp. There was no report of patient harm or injury.